Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed. Leads were inserted into all ports without difficulty. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Most recently, this medical device has been returned to boston scientific but analysis remains inconclusive to date. As new information becomes available, this report will be further evaluated and updated. The investigation remains open at this time.

Manufacturer narrative:
To date, these medical devices remain actively in service. As new information would become available, this report will be further evaluated and updated.

Event description:
Boston scientific received information that this pulse generator in association with the non-bsc right atrial (ra) lead exhibited what appeared to be complete atrial undersensing. The non-bsc ra lead appeared to exhibit complete undersensing, even in unipolar setting. The atrial rate was noted at 115. The boston scientific local area sales representative stated he also can't capture and that there were no deflections at all. The technical services consultant stated that they would need to drive the atrial rate fast in order to capture. The sales representative confirmed that there was no allegation against the device and no adverse patient symptoms. Nothing was in the arrythmia logbook, intrinsic amplitude was n/r, and impedance stable.